Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during right ventricular (rv) left bundle branch (lbb) lead implant there was trouble slitting the catheter. The slitter came out and the physician then cut the catheter so that he could reattach the slitter to it. It was attempted to be slit multiple times but the lead and catheter were being mangled. The catheter and the lead had gotten kinked at this point and were not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. The proximal conductors were distorted at 12 cm, 12.8 cm, 15 cm, and 16 cm, extrinsic damage. The outer insulation was breached via a cut with blood ingression at 12.8 cm, extrinsic damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during right ventricular (rv) left bundle branch (lbb) lead implant there was trouble slitting the catheter. The slitter came out and the physician then cut the catheter so that he could reattach the slitter to it. It was attempted to be slit multiple times but the lead and catheter were being mangled. It was noted that at that time "the blade was not in the slitter." It was uncertain if "the blade came out of the slitter, or if it was ever in there or if it got pushed back into the slitter." The catheter and the lead had gotten kinked at this point and were not used and replaced. No patient complications have been reported as a result of this event.